Event description:
It was reported to manufacturer by end user, while her mother was using the lift, the lift malfunctioned and she fell to the floor. Minor injury of bruising and anxiety. "Per the daughter, she had heard of this recall from somebody else besides her dealer and she feels that it should have been their responsibility to let her know of this recall, since she claims they have known about it since april. If she would of known of this information before she could of avoided this incident." Dealer did go to end user home and repaired the lift and per the daughter, again the lift malfunctioned after the repair. Daughter then requested the dealer remove lift from their home and dealer did so. Manufacturer is working with dealer [dealer has requested only 12 replacement jacks to be sent out at a time]. We have now sent them a total of 26 jacks; 12 of them were sent initially, later they requested two more that they needed immediately, lastly they ordered 12 more as scheduled. At this time we have received a total of 11 back for manufacturer evaluation and rework. Serial number of jack in question still being researched. Manufacturer did for fix, this fix was issued and implemented december 2004.